Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 174 mg/dl. Customer stated that the drive support cap was normal. Customer was able to clear alarm and able to complete insulin pump rewind. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.